Manufacturer narrative:
H6: no product will be returned for eval.

Event description:
Pt reported infusion device vibrated and beeped, then showed an odd display on the screen. He indicated that he replaced the power pack and the infusion device functioned properly. Pt stated that he did not experience any physiological effects associated with this issue. Co rep advised pt on the importance of replacing the power packs every two weeks. The pt did not receive assistance by a healthcare professional or second party to address the issue. Product will not be returned for eval.